Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter package was found already opened. According to the complainant, during inventory, it was noted that the sterile pouch containing the cre balloon was already opened. It was reported that the device was still in the pouch. No visible issues were noted to the device. Furthermore, no procedure or patient was involved.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the correct label was present on the returned pouch. The vendor chevron seal was found to be open and seal transfer was present on the opened area of the pouch. The device was returned inside the opened pouch. No damage was noted to the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. Based on the evaluation conducted and the details of the complaint, there was no noticeable damage to the inner sterile pouch and the sterile barrier of the pouch did not appear compromised. In addition, the device was still present in the pouch and the pouch did not appear to be damaged. It is likely that the pouch was opened by the customer and returned to inventory. Therefore, the most probable root cause classification is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter package was found already opened. According to the complainant, during inventory, it was noted that the sterile pouch containing the cre balloon was already opened. It was reported that the device was still in the pouch. No visible issues were noted to the device. Furthermore, no procedure or patient was involved.